Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2013 with withdrawal symptoms. The pump refill date had been (B)(6) 2013 but the patient missed the refill and the healthcare provider (hcp) was unable to reach the patient. It was unknown if there were any active pump alarms. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).